Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch manufacturer report reference number. Evaluation summary: analysis was performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported an arteriotomy closure of the mildly calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after a peripheral angioplasty procedure. Reportedly, the suture of the first proglide device was placed normally; however, hemostasis was not achieved. The second proglide device was angled differently upon suture deployment, the suture was placed but also failed to achieve hemostasis. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.